Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire was not fitting into the provided needle. The procedure was successful. Additional information was received on 09sept2019. It was noted at the beginning of the case while trying to get access. The procedure was a left heart catheterization (lhc). The patient's condition was stable; there was no harm to the patient. They opened another wire and put it through the needle. The procedure was completed successfully.